Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. When pt opened the cassette door, there was fluid on the cassette and tubing. Prophylactic antibiotic were administered as a precaution and pt had no adverse effects. Sample is available; sample has not been received by the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.